Manufacturer narrative:
Comp rep evaluated the unit and reseated the spo2 board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.